Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. It was further reported the infusor was ¿prepared and placed in a bag for transport¿ and when the set was removed from the bag, it was observed to be wet. The set was filled with 5-fluoruracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from november 26, 2019 - november 27, 2019. The actual device was received for evaluation with a non-baxter product called the "yukon medical closed male luer" attached to the distal end of the infusor's flow restrictor. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. After fill, a leak was observed at the distal end of the non-baxter product. The sample was being monitored and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.